Event description:
Event description guidant received information from a competitor's field representative, that this chronic defibrillation lead had a suspected fracture. The reported rate/sense impedance was 179 ohms. The representative indicated the lead would likely be replaced.